Manufacturer narrative:
D.2b medical device type: one additional code applies; jka a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked when the needle was retracted. No patient or user impact reported as the user was wearing ppe.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a device with blood leaking in the sample area. Additionally, 30 retained samples were subjected to functional testing for sleeve function and retraction lockout testing and all retain samples passed as there was no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® push button blood collection set, blood leaked when the needle was retracted. No patient or user impact reported as the user was wearing ppe.